Event description:
This is 3 of 3 MDR's filed for similar events in one dialysis unit. The facility reports that at the end of hemodialysis treatment a separation occurred between the transducer protector and the monitor line luer connector. Ebl = 50cc. Medisystems clinical staff contacted unit and nurse manager was informed that bloodline instructions for use state "ensure all connections are secure. All connections must be checked carefully for leaks before and regularly during dialysis". No patient injury or need for medical intervention is reported. MDR is filed for 50cc blood loss only.